Manufacturer narrative:
Philips service reset breakers and performed a reboot; ups testing is pending. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the unit failed to power on due to ups and breakers involvement on an azurion 7 m20. The clinical use of the system was in use. There was no reported patient or user harm.